Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 during opening of the device the customer saw that one of the jaws had defected isolation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation was observed to be peeled off the distal end of the cold jaw exposing the metal cold jaw . The peeled silicon insulation was not returned. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the tip and base of the hot jaw. Based on the condition of the device as found, the reported failure mode "peeled jaw" was confirmed as well as the analyzed failure mode "bent wire" was confirmed. Specific actions for both the reported and the analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 during opening of the device the customer saw that one of the jaws had defected isolation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.